Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited untreated episodes with oversensing of noise related to air entrapment, as well as wandering amplitude measurements. Testing of the system was able to reproduce noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device manufacturer date.

Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited untreated episodes with oversensing of noise related to air entrapment, as well as wandering amplitude measurements. Testing of the system was able to reproduce noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.